Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer declined reloading the same cartridge or loading a new cartridge. The customer reported an elevated blood glucose level of 336 (mg/dl) and delivered a correction bolus via pump to stabilize bg level.